Event description:
It was reported that an alert for out of range left ventricular lead was observed on a merlin.net transmission. Upon examining of the transmission, no low out of range impedance was noted on the yearly or 7 day trend. An alert was noted from a measurement in (B)(6) 2011. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.